Manufacturer narrative:
In the case description, the user mentioned receiving an 8u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the deliver of a 8u bolus on the date of occurrence. Inspection of the logs showed evidence of interaction with the controller in order to program and deliver the bolus. The logs show that the bolus button was pressed in order to open the bolus calculator. Adjustments were made to the total bolus, however logs showed that no carbs were entered and neither a manual bg reading nor a cgm reading was entered into the bolus calculator, indicating manual bolus adjustment. The logs then show that the confirm button was pressed to transition to the confirm bolus screen and then the start button was pressed to begin bolus delivery. The record of the bolus shows that the total bolus amount confirmed was 8u and that the bolus was adjusted to 8u by the user. No evidence of the bolus being uncommanded was observed in the log files. No evidence of an uncommanded bolus was observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a uncommanded bolus. The patient's blood glucose (bg) values dropped to 60 mg/dl. The patient stated they received 8 units of insulin, as a result of the bolus.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned receiving an 8u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the deliver of a 8u bolus on the date of occurrence. Inspection of the logs showed evidence of interaction with the controller in order to program and deliver the bolus. The logs show that the bolus button was pressed in order to open the bolus calculator. Adjustments were made to the total bolus, however logs showed that no carbs were entered and neither a manual bg reading nor a cgm reading was entered into the bolus calculator, indicating manual bolus adjustment. The logs then show that the confirm button was pressed to transition to the confirm bolus screen and then the start button was pressed to begin bolus delivery. The record of the bolus shows that the total bolus amount confirmed was 8u and that the bolus was adjusted to 8u by the user. No evidence of the bolus being uncommanded was observed in the log files. No evidence of an uncommanded bolus was observed.